Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR #: 1810909-2020-00490.

Event description:
The customer reported that at 5:20 p.m., he obtained blood glucose readings of 189 mg/dl on the contour next link 2.4 meter and 81 mg/dl on a non-ascensia meter. A repeat testing was performed on the non-ascensia meter at 5:24 p.m. And a reading of 74 mg/dl was obtained. The customer was experiencing symptoms of hypoglycemia such as dizziness and feeling hungry. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.